Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr. However, just after deployment, the clip slightly opened, increasing mr. The clip remained stable on both leaflets. A second clip was deployed to lateral to the opened clip to stabilize. Two clips were implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. The reported additional therapy/non-surgical treatment appears to be a result of case specific circumstances as a second clip was deployed lateral to the opened clip to stabilize reducing mr to <1. There is no indication of a product issue with respect to manufacture, design or labeling.